Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified proximal left anterior descending artery. A 3.25mmx12mm nc emerge balloon catheter was advanced to the target lesion. During predilation, the balloon was inflated three times at 20 atmospheres. A non bsc stent was then implanted and the nc emerge was used again for post dilation of the stent. The balloon was inflated for 10 seconds however it ruptured at 20 atmospheres. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. The device was soaked in a water bath for 2 weeks. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole burst in the balloon material, 8 mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified proximal left anterior descending artery. A 3.25mmx12mm nc emerge® balloon catheter was advanced to the target lesion. During predilation, the balloon was inflated three times at 20 atmospheres. A non bsc stent was then implanted and the nc emerge was used again for post dilation of the stent. The balloon was inflated for 10 seconds however it ruptured at 20 atmospheres. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.